Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid stent wraps with struts raised. The inner member was kinked, immediately distal to the distal marker band. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to the inner member. No other damage evident to the remainder of the device.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the proximal diagonal branch. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. It was reported that stent failed to cross the lesion. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury.